Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the guide wire was returned broken. The distal section of the wire was not returned. All outer diameter measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
An amplatz guide wire was selected; however, it was reported that the coating on the wire frayed during use.

Event description:
An amplatz guide wire was selected; however, it was reported that the coating on the wire frayed during use.